Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported the pediatric intensive care unit (picu) stated the patient was not reaching target temperature of 37c. The patient temperature was 36c, the flow rate was 0.9lpm and the water level 4 bars. The user tried to have view on event log or charting to see if any an alert 113 (reduced water temperature control) or the flow rate issues would impact the water temperature on this arctic sun device. It was stated that the user wanted to just change the device instead. Asked nurse to contact biomed if they could fill them and send technical services team in on the issue. Spoke with chief manager who has already looked into this and confirmed there were flow rate issues after reviewing data file with flow rate as 0.5-0.6lpm.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Event description:
It was reported the pedriatic intensive care unit (picu) stated the patient was not reaching target temperature of 37c. The patient temperature was 36c, the flow rate was 0.9lpm and the water level 4 bars. The user tried to have view on event log or charting to see if any an alert 113 (reduced water temperature control) or the flow rate issues would impact the water temperature on this arctic sun device. It was stated that the user wanted to just change the device instead. Asked nurse to contact biomed if they could fill them and send technical services team in on the issue. Spoke with chief manager who has already looked into this and confirmed there were flow rate issues after reviewing data file with flow rate as 0.5-0.6lpm. Per follow up via nurse on 25mar2021, the representative came in and looked at the device. They were able to fix minor issue (cannot recall specifically) device was kept in service and therapy was completed.